Manufacturer narrative:
The catalog number is unknown; if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, all struts of the inferior vena cava (ivc) filter perforating the ivc. A medial strut perforated the ivc and was touching the adjacent aorta. As a direct and proximate result of these malfunctions. Patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The brief reported a perforation of the ivc. However, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, all struts of the ivc filter perforating the ivc. A medial strut perforates the ivc and touches the adjacent aorta. As a direct and proximate result of these malfunctions. Patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Additional information was provided and is available in: section a2 (age at the time of event, date of birth) section b3 (event date) section b5 (event description) section b7 (relevant history race and medical history) section d1 (brand name) section d4 (model, catalog, lot number, and expiration date) section d11 (concomitant medical products and therapy dates) unknown 6 bright tip sheath unknown needle unknown .035 wire section g4 (date received by the manufacturer and PMA/510(k) number) section h6 (evaluation codes) the implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, all struts of the ivc filter perforating the ivc. A medial strut perforates the ivc and touches the adjacent aorta. As a direct and proximate result of these malfunctions. Patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s medical records: the filter was implanted due to pulmonary embolism reduction for a gastric bypass procedure. The filer was deployed with complete expansion and no evidence of migration. There were no complications and patient tolerated the procedure well. Approximately 9 years and 1 month post implantation, patient underwent a computerized topography (CT) scan. The images from the scan were reviewed approximately 11 months after the scan with the following findings: the superior end of the cordis trapease ivc filter is at the l2-3 interspace. The ivc filter is tilted anteriorly and medially at the superior end but does not touch the ivc wall. The inferior end is tilted posteriorly. All the struts of the ivc filter perforate the ivc. Two (2) posterior struts penetrate the ivc up to 4mm. A medial strut perforates the ivc and touches the adjacent aorta. Thrombus within the ivc or filter cannot be evaluated on this non contrast study. No fracture fragments are identified. The impression documented by the physician following the review was: infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal. The original function of this ivc filter is permanent and therefore, cannot be removed by a percutaneous approach. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 10 years, 1 month post implantation. The patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, tilt, and device unable to be retrieved, but no retrieval attempt has been made. The patient also reports suffering from internal pains where the filer was placed and anxiety.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, all struts of the inferior vena cava (ivc) filter perforating the ivc. A medial strut perforates the ivc and touches the adjacent aorta. The patient has reported perforation of filter struts outside the ivc and into organs, filter tilt, device unable to be retrieved, internal pains where the filter was placed and anxiety. The patient reportedly became aware of the events approximately ten years and one-month post implant. The indication for the filter implant was prophylactically prior to gastric bypass surgery for morbid obesity. The filter was placed via the right common femoral vein and deployed, after identifying the renal veins, with complete expansion and no evidence of migration. There were no apparent complications and the patient tolerated the procedure well. Approximately nine years and one-month post implant, the patient underwent a computed tomography (CT) scan. The images from the scan were submitted for review approximately eleven months after the scan. The findings noted that the filter is tilted anteriorly and medially at the superior end but does not touch the ivc wall. The inferior end is tilted posteriorly. All the struts of the ivc filter perforate the ivc. A medial strut perforates the ivc and touches the adjacent aorta. Thrombus within the ivc or filter cannot be evaluated on this non-contrast study and no fracture fragments are identified. There is currently no additional information or imaging available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to (product code).